Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 12 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the mid region. Struts were found to be lifted from their crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulty and shaft damage were encountered. The target lesion was located in a coronary artery. A 12 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During the procedure, it was noted that the device surface was not smooth and had an air bubble on it. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, device analysis revealed stent damage.